Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that "increasing residuals" occurred. The residual volumes aspirated during refills had been steadily increasing for over a year. The managing physician team was planning to perform a catheter dye study. The patient did not have any symptoms. There were no known contributing factors, troubleshooting performed, or actions taken. Surgical intervention did not occur and was not planned. At the time of this report, the issue was not resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See h6 for updates. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the cause of the increasing residual was unknown. There was no action/resolution since the patient did not refill yet. They attempted a dye study on (B)(6) 2024 but was not successful since they were not able to aspirate. The hcp will set up a schedule to replace the pump and the catheter. An actual/expected reservoir volume was not available. The filled/programmed volume was not available. However, they are planning to request.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that the replacement had not yet been scheduled. The system was still in use. The account was aware that the device should be returned upon explant.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient had surgery to replace the pump and potentially replace/revise the catheter. During surgery, the physician was able to confirm the catheter was patent, so he replaced the pump and did not replace the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown co ncentration/dose via an implantable pump for intractable spasticity. It was reported that the managing hcp wanted to know troubleshooting options for volume discrepancies of a pump that was under infusing. The hcp stated that it started around six to nine months ago. In december, they had a 16% difference and past friday they had a 21%. The hcp stated that the patient was asymptomatic and so there were no therapy issues. The doctor would follow up with the patient.